Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for sepsis and septic shock on (B)(6) 2022. Upon interrogation of their log files un-sustained power and flow elevations that occurred on (B)(6) 2022 were found. There was also a no external power event on (B)(6) 2022 that was a result of the patient simultaneously disconnecting power from both controller leads. On (B)(6) 2022, the patient passed away from sepsis.

Event description:
It was reported that the cause of the power elevations was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed transient elevations in pump power and flow; however, a specific cause for these findings could not conclusively be established through this evaluation. Furthermore, a direct correlation between heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6), and the reported sepsis and patient outcome could not conclusively be determined. The submitted log file captured transient elevations in pump power and flow on 29jan2022 and 03feb2022. The elevations appeared to be associated with pulsatility index (pi) events. The pump appeared to function as intended. During the investigation there was an incidental finding. Review of the submitted log file revealed a decrease in pump speed 20 rpm below the lsl. The speed decrease did not last long enough to trigger a low speed hazard alarm. This event was captured during a no external power alarm; however, a specific cause for the event could not be conclusively determined through this evaluation the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists sepsis and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Although only sepsis was reported by the account, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 1 of the IFU also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4 of the IFU, ¿system monitor¿, explains that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up to the fixed speed setpoint. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for pi changes include sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.